Event description:
This report is filed due to a single leaflet device attachment (slda), treated with another clip. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with a posterior leaflet 2 and 3 flail. Reportedly, there was a very poor echographic window and difficulty with imaging acquisition. An ntw mitraclip (B)(4) clip delivery system was difficult to grasp the leaflets. It was decided to not implant this device and use a larger xtw mitraclip in replacement. An xtw mitraclip (B)(4) was implanted without an issue reported. Once deployed, the xtw mitraclip had detached from one leaflet as a single leaflet device attachment (slda). Following, an xtw mitraclip and ntw mitraclips were successfully implanted, stabilizing the slda, and reducing the mr to grade 1+. There was no adverse patient sequela reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previous reports, the additional information was obtained: on (B)(6) 2022, there were challenges related to image qualities with a poor echographic window. Reportedly, this was possibly related to the patient's large esophagus with a lot of air. The poor echographic window increased the difficulties in obtaining quality echo images. The first mitraclip attempted, the ntw (cds0705-ntw, 10701r134), which was initially unable to grasp the leaflets was removed and set aside. An xtw mitraclip (cds0705-xtw, 10907r163) was implanted without an issue reported. Once deployed, the xtw mitraclip had detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). After the slda, another xtw mitraclip was implanted medial to the slda, and the same ntw mitraclip was re-inserted and implanted laterally. Per physician, the slda was due to the poor imaging.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) was due to poor imaging. A cause for the reported poor imaging could not be determined. Lastly, the reported unexpected medical intervention was a results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.